Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: (B)(6), mr 2.5 x 38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first four proximal struts damaged; lifted, distorted and bunched in a distal direction. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement & withdrawal attempts though the tortuous lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypo tube kinks along the full catheter length. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-oct-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The target lesion was located in the moderately tortuous coronary artery. After pre-dilatation, a 2.50mmx38mm (B)(6)¿ long drug-eluting stent was advanced but failed to cross the lesion despite several attempts. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.